Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed bleeding, peeling blisters under the lifevest. The patient reported that the irritations resembled burns. The patient's physician recommended that the patient use a triple antibiotic cream for the irritation. The patient reported that the irritation improved.